Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿image is cloudy¿ occurred because the video function did not work properly due to faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd autoclavable camera head, had cloudy view. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The image was cloudy due to a faulty cable. Also, evaluation found the following: a) smashed connector tip, b) grinding noise on coupler, and c) faded serial plate. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.